Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that a homechoice cassette had holes in the tubing and leaked during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.